Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4.

Event description:
Patient reported left side "itching and formats increasingly squares and scattered", "pericapsular inflammatory process", "presence of fluids", "lobulated contours" and "intracapsular rupture." Health professional reported "deformation". The device has been explanted.

Event description:
Health professional reported "deformation".

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Event description:
Patient reported left side "itching and formats increasingly squares and scattered", "pericapsular inflammatory process", "presence of fluids", "lobulated contours" and "intracapsular rupture." The device has been explanted.